Event description:
The reporter stated that on (B)(6) 2012, the patient was hospitalized overnight with a blood glucose of 23.1 mmol/l, ketones, and dehydration. The patient reportedly continued on insulin pump therapy during the hospital stay and was treated with intravenous fluids. The patient's health care provider reportedly could not figure out why the patient's blood glucose was elevated except that the patient may have be going through a growth spurt. Customer support reviewed the pump with the patient. The reporter confirmed that the pump settings were correct. The pump histories were reviewed with no discrepancies found. The reporter was advised that there were no technical problems found with the pump. The reporter confirmed that the sites were being rotated appropriately and there were no noted issues with bent cannulas or leaking at the site. The reporter confirmed that the patient's insulin was within date, stored at room temperature, and appeared clear. This report is made based on the allegation that the patient was hospitalized with hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history from the time of the event was unavailable due to continued use. The pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. No issues were found with the pump.